Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis, however, performance information was collected from the device and has been analyzed. Impedance/high impedance: 1 - patient alert for oot subthreshold lead impedance (B)(6) 2013 03:00:14. Daily pace lead trend data shows an abrupt increase for ventricular pace bi impedance= 570 to 4047 ohms peak between (B)(4) 2013. Concomitant products 5076 implantable pacing lead - (B)(6) 2004; 4193 implantable pacing lead - (B)(6) 2004. (B)(4).

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited high impedances and an increase in thresholds. The impedances and thresholds normalized shortly afterwards, and multiple tests were conducted, including programming the device off for a couple weeks. No determination was made as to the cause of the impedance and threshold changes, and the system will continue to be monitored. No patient complications have been reported as a result of this event.